Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2021.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events submitted via 2210968-2020-09529. H3 evaluation: a pdf document with pictures were received for evaluation. Upon to visual inspection of the pictures, two broken needles could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tooth extraction surgery on (B)(6) 2020 and suture was used. When making the knot with the suture, the needle broke. There was no harm to the patient. No additional information is available.